Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. This device was explanted. Available information does not indicate that a new system was implanted. No additional adverse patient effects were reported. The product is in hospital possession and is not expected to be returned.